Event description:
It was reported that the patient became short of breath and dizzy. It was further reported that the right atrial (ra) lead had undersensing the day after implant. An x-ray verified the ra lead dislodged. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407458 implantable pacing lead, (B)(6) 2014.(B)(4).